Manufacturer narrative:
Review of provided information and device's logs: according to technician statement, repair will be handled by customer's biomed. Expiratory channel printed circuit board has been pointed as defective. Device's logs confirm occurrence of reported issue. Faulty part has been requested for return but has not yet been received. Investigation of the issue is ongoing. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that ventilator generated technical error indicating safety valve open. There was no patient harm. Manufacturer's ref#: (B)(4).